Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was flashing and vibrating with an arrow an image of the manual. The insulin pump had blank screen. The insulin pump had open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device power up properly after battery installation. Device passed active current measurement, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss due to corroded electronic assemblies and corroded battery tube. Device received with pillowing keypad overlay, minor scratches on case, cracked case, cracked keypad overlay and cracked battery tube threads.